Event description:
It was reported that the patient was admitted to the hospital because of an infection and was put on IV antibiotics. The patient's system was explanted as a result. Patient symptom of redness at the device pocket was noted. The patient was alive with injury at the time of the report. Additional information received approximately 2 weeks later indicated that the patient was recovering from surgery and was hoping to get re-implanted in 2 months if cleared. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer. (B)(4).